Event description:
It was reported that during an open gastric tube procedure, the staples of the distal end were loosely formed at the second firing on the stomach. The clamped tissue slipped forward with moving the knife forward and the tissue of distal end was stacked up at the firing. Then, oozing occurred from the staple line of the distal end. The amount of the oozing was unknown. Blood transfusion was not required. Additional suture was performed to stop the oozing. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pse60a device was returned in good visual condition and with one ecr60d cartridge loaded on the device. The reload was received fully fired and in good visual conditions. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please ensure that the tissue lies flat and is positioned properly between the jaws. Any bunching of tissue along the reload, particularly in the crotch of the jaws, may result in an incomplete staple line. The event could not be confirmed as no malformed staples were noted during functional testing. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. The staples that were loosely formed were they b-formation or irregular in shape? --- loose b-formation (legs were slightly curved). Were there staples missing from the staple line? --- no. Was any portion of the target tissue cut? --- yes. If the tissue was cut was the cut line complete? --- no information. If the tissue was cut what was the appearance of the cut line; jagged, rough, crooked, irregular, ripped cut? --- no information.